Event description:
Unable to speak with the pt/layperson whose phone number is disconnected, this senior medical surveillance specialist reviewed info given to the customer care advocate in 2009. A f/u letter will be sent. The pt, who receives humalog u100 through his insulin pump, complained that two results on two different days were inaccurately high, resulting in hypoglycemia after bolusing insulin. The pt woke up around before 2:00 am feeling "very very warm." Thinking he could be low, the pt began sweating as he walked into his bathroom to test, result 45 mg/dl. By the time the pt drank orange juice, his symptom had worsened and he was nauseated. No other medical intervention was required. The pt's blood glucose rose to 57 at 8:59 am and 128 by 9:52 am. The pt attributes the event to having bolused 3.5 units humalog that had been calculated based upon result 251 mg/dl obtained at 11:34 pm the night before. The product was in range with control solution. Four days prior to event date, after result 402 mg/dl at 7:36 am, the pt's calculated dose was "around 7 units." The pt did not indicate whether he ate after the insulin. The pt began feeling weak, eventually becoming extremely wet from sweating before testing at 10:02 am, result 37. He allegedly crawled to another room for juice and self treated. The pt did not test again until 1:03 pm, result 72. Because the pt alleged the two results were inaccurately high, resulting in the product calculating extra insulin followed by symptoms that can be attributed to hypoglycemia, the complaint is reported. The meter, strips, and control solution were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.